Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The same day as event onset, the patient was hospitalized for the event. The patient was treated with meropenem injection (1gm, once a day, intravenous, ongoing) for the event. At the time of this report, the patient has not recovered and was discharged from being hospitalized. Six days after the onset of event, pd catheter was removed, and the patient was transferred to hemodialysis therapy. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.